Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm the pump to under infuse. Review of the history log shows there were no infusions programmed on the reported date of the event, nor were this device programmed to deliver in multi step mode. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Additional flow rate testing was performed and the device delivered within 6% accuracy. See scanned page.

Event description:
It was reported that a pump under infused flebogamma to a patient. The device was programmed to deliver 400ml of fluid in multistep mode at rates of 32ml/hr, 72ml/hr and 144ml/hr. The customer stated that when the device advanced to the 144ml/hr rate, the pump was delivering fluid at a slower rate. The customer also stated that the device was tested at the facility and "the same medication was run through the device again with the exact same results. The device would not increase to 144 ml."